Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber tip became loose and detached. The fiber tip was recovered. The procedure was completed using a second fiber. No harm to the patient was reported.

Event description:
It was reported the fiber was broken. There was no patient involvement reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall exhibits minor scratch marks and partially erased red octagonal sign. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency.

Event description:
It was further reported that: 26,240 joules and 9:45 minutes were expended on the failed fiber. The fiber tip was cleaned during the procedure.